Manufacturer narrative:
Follow-up # 1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be discolored. A test screen was installed and displayed properly. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was gradually becoming difficult to read. The reporter stated that the screen was particularly difficult to read outside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.